Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.13 ng/ml on a pt who was presented in the ed. Results (ng/ml) I-stat: sample a: on (B)(6) 2011 at 13:03 result: 0.13. Sample b: repeat testing: new sample, result of 0.00. Beckman access testing: sample a: on (B)(6) 2011 at 13:00 result: 0.00. Sample b: repeat testing: result: 0.00. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.